Event description:
Patient ID: (B)(6). It was reported that the arteriotomy closure of the right common femoral was successful with two perclose proglide devices using a 14 french sheath after the navitor transcatheter aortic valve implantation procedure. There were no issues with the perclose proglide devices. Reportedly, a pseudoaneurysm (with a small neck) in the common femoral artery occurred. Hemostasis was achieved with the perclose proglide devices, but the pseudoaneurysm was thought to have a causal relationship to the perclose proglide device. Ultrasound guided injection of thrombin was performed with complete occlusion of the pseudoaneurysm. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the reported information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The patient effect of pseudoaneurysm is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. D4: the UDI is not known as the part and lot number were not provided.